Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a medical facility due to low blood glucose, and his blood glucose was treated with an insulin drip, but the doctor want to put him back on the insulin pump for his basal. No further information was provided.